Event description:
It was reported that an infusion of an unspecified medication/fluid was initiated to infuse at a rate of 97.87ml/hour with a vtbi of 1150ml for a duration of 11.75 hours, however the infusion took two additional hours to complete.

Manufacturer narrative:
The reported issue that an unspecified medication/fluid was initiated to infuse at a rate of 97.87 ml/h with a vtbi at 1150 ml, for duration 11.75 hours and required two additional hours to complete, was confirmed. Physical inspection of the device noted no damage or any abnormalities. Log analysis shows that between the time periods of 5:20pm on (B)(6) 2019 to 5:53am on (B)(6) 2019 the infusion was running at a rate of 97.8 ml/h. The recorded volume infused was calculated at approximately 1228ml. The vtbi had been initially entered at 1150ml. Between the time periods of 5:53am on (B)(6) 2019 to 6:38am on (B)(6) 2019 the infusion was running at a rate of 122ml/h. The recorded volume infused was calculated at approximately 90.6ml. The total volume of methotrexate recorded to have infused is calculated to be approximately 1319ml. The actual bag volume could not be ascertained from the log. At approximately 10.5 hours into the 11.45 hour infusion, additional vtbi began being entered. Some of the entries occurred within a few minutes apart, suggesting that the volume remaining was constantly being re-assessed. Rate accuracy testing found the device was slightly under infusing and was out specification. The out-of-specification measurement is considered to be insignificant with respect to the slow running infusion requiring two additional hours to complete; the error alone would not have been a major contributing factor. The root cause could not be determined.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported that an infusion of an unspecified medication/fluid was initiated to infuse at a rate of 97.87ml/hour with a vtbi of 1150ml for a duration of 11.75 hours, however the infusion took two additional hours to complete.